Event description:
Caller reports that when the product is in use, it causes tracheal edema. Caller did not confirm any tp harm or need for extubation of the device. Covidien is attempting to gather further details related surrounding the circumstances of this report.

Manufacturer narrative:
No sample available for analysis.